Event description:
This pt (age and gender unk) was presented to the interventional lab for repair of dialysis shunt located somewhere in the pt's arm. There is no info available as to what size sheath was used in the procedure or if there was any difficulty accessing the lesion with a guidewire. When the physician inflated the balloon with an indeflator it ruptured, circumferentially, at 20 atmospheres during its third inflation. When the physician attempted to withdraw the balloon, the distal tip separated from the proximal.